Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged at the tip, but the foreign object could not be identified. It is unclear if reprocessing was completed according to the instructions for use. There was no physical damage to the area where the foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.